Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to pain and elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. And, number 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00966 / 00967).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to pain and elevated metal ion levels. Additional information received from patient's legal counsel report patient allegations of inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, lack of mobility, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrected data: date of event - unknown - cup remained implanted. Date explanted - unknown - cup remained implanted.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to pain and elevated metal ion levels. Additional information received from patient's legal counsel report patient allegations of inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, lack of mobility, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes reports the presence of purulent-appearing fluid. The modular head was removed and replaced.